Event description:
It was reported that the patient presented to the operating room for a new crt-d system. The left guidewire could not be inserted in the lead. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.